Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed previously showed twelve years remaining longevity and then down to two years remaining longevity. During the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) reviewed transmission reports and it showed that there was an elevated power consumption. Analysis results showed that the device suddenly had an increased power consumption from about 33 microwatts to as high as 195 microwatts. The device has an unknown malfunction which has caused the device power consumption to increase. The engineers suggested that the device should be returned for detailed analysis. The device set elective replacement indicator (eri) due to the increased power consumption. It appeared the device should be able to maintain normal function through the elective replacement indicator (eri) to end of life (eol) replacement interval. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. Engineering calculations confirmed the longevity of this device was notas expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) previously showed previously showed twelve years remaining longevity and then down to two years remaining longevity. During the recent device check, the device reached elective replacement indicator (eri). Boston scientific technical services (ts) reviewed transmission reports and it showed that there was an elevated power consumption. Analysis results showed that the device suddenly had an increased power consumption from about 33 microwatts to as high as 195 microwatts. The device has an unknown malfunction which has caused the device power consumption to increase. The engineers suggested that the device should be returned for detailed analysis. The device set elective replacement indicator (eri) due to the increased power consumption. It appeared the device should be able to maintain normal function through the elective replacement indicator (eri) to end of life (eol) replacement interval. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.